Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 16mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing an 12f amplatzer torqvue delivery system. The amulet was successfully implanted. During the procedure, 4000 units of heparin was provided and the activated clotting time (act) remained at 290 seconds. On a post procedure transthoracic echocardiogram (tte), a small, free-flowing pericardial effusion was identified circumferential to the heart. Measuring largest anteriorly at 1.0cm. No evidence of right atrial or right ventricular collapse.. There was no hemodynamic compromise. No intervention was performed. Two more tte were performed until the patient was confirmed to be stable and was discharged.

Manufacturer narrative:
An event of circumferential small pericardial effusion was reported. Also reported that there was no hemodynamic compromise and no intervention was performed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.